Manufacturer narrative:
No product was returned for evaluation. The customer was able to perform a successful self-test with the handpiece. The customer reported the handpiece was working and the connector of the vaser handpiece as well. A delayed procedure due to an inoperable handpiece and system is identified in vaserlipo system risk assessment. No nonconformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, no causal factors can be determined and no conclusions can be found. At this time, no CAPA is necessary.

Event description:
A user facility reported that their vaser handpiece was not working while connected to the vaser and the alarm of the device was on. The patient was under general anesthesia when the issue occurred, and the treatment had to be canceled. The vaser system and handpieces were used that day for a previous procedure with no issue noted.

Manufacturer narrative:
The field service engineer performed the vaser self-test with the user, and it was successful. The user confirmed that the vaser smooth handpiece (a separate handpiece) and connector of the vaser handpiece was working and that the cable was not damaged. The investigation is ongoing.